Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device (sn: (B)(4)) to continue treating the patient and that device also displayed a "poor pad contact" message. The clinician obtained a non zoll device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation received the device and the electrodes and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including shock testing, ECG testing, bench handling, and an internal inspection using customer returned pads, multi-function cable, and ECG cables without duplicating any malfunction to the device. Review of both device logs (reference sr 904526) the users switch to manual defib mode and are prompted with a "check pads" and "poor pad contact" messages. The device is then turned off approximately 13 minutes later. "Check pad" and "poor pad contact" messages will be recorded in the log and prompt the user when the device recognizes that the measure patient impedance is out of range. This can be caused by several factors outside of a device malfunction including but not limited to poor patient coupling. Analysis of reports of this type has not identified an increase in trend.